Event description:
A 2.5 mm diameter x 20 mm length sprinter legend rx dilatation balloon catheter was inserted in a pt for treatment of an unknown lesion. Vessel morphology was not reported as non calcified. It was reported that the device was inserted to the lesion site and inflated. The physician attempted to deflate the balloon; however, complete deflation was not possible. The physician had exerted strong force to remove the balloon catheter from the pt. The pt is reported to be fine and no additional clinical sequelae were reported. The device has been returned and it's analysis is pending.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: pending device evaluation.